Event description:
It was reported that the patient died. The patient presented with chest pain and discomfort. Diagnostic testing resulted in a diagnosis of unstable angina and angiography revealed 95% stenosis of the left anterior descending artery (lad). During percutaneous coronary intervention (pci), the target lesion was crossed with a non-bsc guidewire and pre-dilated with a 2.75 x 15 mm balloon. 2.75 x 38 mm and 3.00 x 20 mm promus premier stents were deployed and the lesion was then post-dilated with a 2.75 x 15 mm non-compliant balloon. The patient was transferred to the ICU for medical follow up. Within 24 hours of the pci, the patient developed ventricular tachycardia. Defibrillation was performed and medical therapy was initiated, but the patient went into cardiac arrest and died.

Manufacturer narrative:
Corrected h6 impact codes.

Event description:
It was reported that the patient died. The patient presented with chest pain and discomfort. Diagnostic testing resulted in a diagnosis of unstable angina and angiography revealed 95% stenosis of the left anterior descending artery (lad). During percutaneous coronary intervention (pci), the target lesion was crossed with a non-bsc guidewire and pre-dilated with a 2.75 x 15 mm balloon. 2.75 x 38 mm and 3.00 x 20 mm promus premier stents were deployed and the lesion was then post-dilated with a 2.75 x 15 mm non-compliant balloon. The patient was transferred to the ICU for medical follow up. Within 24 hours of the pci, the patient developed ventricular tachycardia. Defibrillation was performed and medical therapy was initiated, but the patient went into cardiac arrest and died.